Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's implantable cardioverter-defibrillator had fired on (B)(6) 2025 at approximately 10:30am. The patient presented to clinic and upon initial interrogation data appeared to only trace back to earlier that morning. Log files were submitted for further review.

Event description:
It was later reported that the implantable cardioverter-defibrillator (ICD) was implanted prior to left ventricular assist device (lvad) implantation and was not an abbott product. The patient had a history of paroxysmal atrial fibrillation. The ICD was said to have not fired appropriately and fired due to an underfilled left ventricle cavity. Upon clinical visit, the patient was also found to have a gastrointestinal bleed and was admitted. A colonoscopy was performed and polyps were clipped/ the gi bleed resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia and bleeding. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the IFU and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.